Event description:
It was reported that a cartridge alarm occurred. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin therapy. The customer's blood glucose (bg) level was displayed as "high"; however, no specific value was provided. Customer administered a manual injection to address bg.